Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the plate and the part/lot for the screw were not provided. Provided info states the pt is very thin causing pain in the distal fibula. A two-year search of the complaint database found no prior reports for pain for the plate product number. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for pain in distal fibula.